Manufacturer narrative:
(B)(4).

Event description:
Following pump replacement (see MFR's report # 3007566237201101508), the pt had leakage from the pump incision and despite aggressive antibiotic therapy they could not clear it up. The pump was explanted along with the catheter due to infection. The pt was staying an inpatient for management of the infection, wound healing, and monitoring for baclofen withdrawal. The device system was used to deliver lioresal.